Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address stiffness. The patient underwent a sigma rp cvd construct several years ago. According to the patient, he's never done well with his right knee. His right knee has been fairly stiff since his surgery in 2017. Surgeon elected to remove the femur, insert, and tibia and proceed with a revision construct to relieve some of the stiffness and help the patient regain motion. No surgical delay reported. Doi: (B)(6) 2017, dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.